Event description:
It was reported that during a lap nephrectomy procedure, on the initial load, the device only stapled one side. When the device was reloaded, the device stapled correctly. Completed procedure with same device. There was no patient consequence.